Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 540 mcg/day) via an implanted pump. The patient¿s medical history included chronic spasticity. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient had a mild spasticity increase and itching the past 24 hours. The symptoms corresponded with an unresolved motor stall on (B)(6) 2016. An audible alarm was heard by the patient late yesterday. The physician interrogated the pump and it was found to have both a motor stall alarm and a tube set alarm noted. The patient responded well to oral baclofen which resolved her symptoms. The pump was replaced today. The issue was resolved. The patient status was reported as ¿alive - no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had an MRI on (B)(6) 2016 with a motor stall recovery on the same day.

Event description:
Additional information received from a healthcare provider via a medwatch number (B)(6) . It was reported that he patient's pump failed and the patient was brought in for replacement surgery. Attached is medwatch number (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.